Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery. Despite recurring occlusion issues, the customer declined speaking to technical support.